Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that intra aortic balloon (iab) had a fiberoptic (fo) sensor failure alarm occurred on a inserted balloon catheter. She confirmed there were no kinks in the fo cable. After guidance to reinsert, the fo cable aligning the arrows correctly, calibration yielded appropriate waveform and blood pressure indices. Inner lumen maintenance was reviewed, and customer confirmed proper setup with a pressurized fluid-filled bag. No patient harm occurred.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 - kindly revert d4 (serial) to blank. No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), a cath lab rn, reported a fiberoptic (fo) sensor failure alarm on a balloon catheter shortly after insertion. She confirmed there were no visible kinks in the fo cable. Upon guidance, she removed and reinserted the fo cable, aligning the arrows correctly with the pump. This resolved the issue, and the catheter produced appropriate waveform and blood pressure readings after calibration. (B)(6) confirmed that the inner lumen was properly maintained with a pressurized fluid-filled bag. No patient harm occurred, and product surveillance was initiated for the catheter. Based on the description, the improper alignment of the fiberoptic cable with the pump interface during initial setup likely caused the fo sensor failure alarm. Although the cable was not kinked, misalignment can prevent proper signal transmission, triggering a failure alert. Reinsertion with correct alignment resolved the issue. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.